Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported pain and rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Continued h.6 (health effect - impact code ): f15 recognised device or procedural complication. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported pain and rupture. The device has been explanted. This record relates to the left side.